Event description:
Dr used this echo 19 to punction a gastric sub mucosal tumor. The needle was not bent. Dr got into the site with no difficulties and performed the normal procedure. Nothing was difficult and stylet was removed quite easily. Dr removed the echo tip from the endoscope. Dr. Opened the needle a little bit from the sheath to get the tissue as usual, but when the needle tip exited from the sheath. Dr. And rep realized that the tip was broken. It was not completely broken and was still kept for needle core but very lightly, and as soon as the rep moved the needle, the tip fell and broke completely. No part of the device remained inside the pt. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
There were no echo-19 devices of lot c720938 in stock at the time of the investigation. A 1x echo-19 of the returned device, the customer complaint was confirmed as the needle was broken at the tip. The stylet and its cap were returned in the device and the stylet was extended approx 3.5cm from the handle. The broken piece of the needle was also returned and measured approx 2.5cm. The needle could advance and retract without difficulty. The customer complaint was confirmed as the needle was broken. As the actual use conditions cannot be replicated in the lab the cause of the complaint cannot be conclusively determined. (B)(4) (hd dimpled needle/stylet echo-hd-19) of lot # ch715282 and ch715283, is the component involved in this complaint issue. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-19 lot # c720938 revealed no issues which could not have contributed to this complaint report. From the info provided, the device did not break inside the pt. The pt did not require add'l procedure due to this occurrence and did not experience any adverse effects. No corrective action is warranted at this time. The 2 year complaint history has been reviewed and this type of complaint occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.